Event description:
The customer reported the unit failed to discharge energy during shift test.

Manufacturer narrative:
The customer reported the unit failed to discharge energy during shift test. The device was evaluated at philips, but the symptom could not be duplicated. The device was returned to the customer after passing all required testing. As of 2/18/2009, the unit is fully functional, and passing all shift checks at the customer's site.